Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12785. It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, it was noted that the left ventricular - lv and right ventricular - rv leads exhibited loss of capture. A chest x-ray was performed and the rv and lv leads were both found to be dislodged. The rv lead was explanted and replaced. The lv lead was repositioned (B)(6) 2021. The patient was in stable condition afterwards.